Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump has been alarming failed battery test. Customer tried eleven different batteries, but the device still alarms failed battery test. Customer used new batteries, old batteries and rechargeable batteries, but the issue persists. Customer's blood glucose was 411 mg/dl. He has not treated yet. During troubleshooting, customer became agitated and disconnected from the call. Nothing further reported.